Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after surgery, the sutures seemed to dissolve over time. One year post op on a revision hip scope it was noticed that the sutures holding down the labrum were easily snapped with a probe. The revision surgery was performed because the patient was experiencing pain. The sutures were removed from the patient and the labrum was healed down. No other complications reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states no relevant clinical information has been provided. A mini-intra-operative video was provided that revealed the surgeon snapping the sutures, which supports the complaint. However, it does not contribute to the determination of the clinical root cause of the reported failure. Based on the information provided, once the patient was revised and all the sutures were removed, it was reported the patient healed and recovered well. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Therefore, no further clinical/medical assessment is warranted at this time. Factors that could have contributed to the reported event include excessive force or tissue thickness. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10 h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not returned for evaluation. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the suture resists a tenacity of g/d 7.6 ¿ 9.4, break strength (lbs.) 8.4 ¿ 10.4 and elongation (%) 11 ¿ 17. All sutures should be double bagged in clean polybag with a certificate of conformance stating that the material meet specification, product description section, for titer or denier, filament count, tenacity (gpd), break strength (lbs), and elongation at break (%), and confirm the fiber¿s cas#, spin finish, concentration, and fiber lubricant % concentration using the msds sheet. A clinical review states that a mini-intra-operative video was provided that revealed the surgeon snapping the sutures, which supports the complaint. However, it does not contribute to the determination of the clinical root cause of the reported failure. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Factors that could have contributed to the breakage of the device event include excessive force or tissue thickness, but we are unable to conclude factors known to contribute to the reported pain due to the limited information provided. No containment or corrective actions are recommended at this time.